Event description:
Customer reportedly received results of lo (less than 10mg/dl) and 150 mg/dl within 10 mins on the compact system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.